Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7-24-25, the user reported a cracked screen on the ilet device. Blood glucose levels were not affected.